Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: barakat a, quayle j, stott p, gibbs j, edmondson m. Results of hydroxyapatite ceramic coated primary femoral stem in revision total hip replacement. Int orthop. 2020 sep;44(9):1655-1660. Doi: 10.1007/s00264-020-04579-w. Epub 2020 may 4. Pmid: 32367231. Objective/methods/study data: the purpose of this study was to assess survival rate, functional and radiological outcomes when using a hydroxyapatite-ceramic fully coated primary femoral stem in revision total hip arthroplasty. The subject implant of the study is a non-depuy stem, but it is noted that qty 1 srom (the other remaining 24 revisions were non-depuy) and qty 1 cemented charnley stem (the other remaining 4 revisions were non-depuy is listed as revised. The article provides a summarized list for reasons for revision and does not specify which reasons is associated with the charnley stem. The acetabular components are not discussed or identified. The femoral head is assumed to be depuy implant. Figure 2 is a radiographic image of a 65 year old female with bilateral cementless thr that was revised for armd. The article does not identify the primary stem. Figure 3 is a radiographic image of a 66 year old female that was revised for loosening and armd. The article does not identify the primary stem. Adverse event(s) and provided interventions (revision reasons without medical device identified - only qty 1 srom stem and qty 1 charnley stem were noted as revised): qty 14 metallosis; qty 1 trunionosis; qty 4 joint infection; qty 5 instability; qty 6 aseptic loosening - loosening surface not identified and cement manufacturer not identified for cemented stems.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.